Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 309653. Batch#: 4306647. Verbatim: the customer is noting that when they draw up the medication and they lay on the counter waiting for the pharmacist to check volume, the barrel moves, the volume is different. Additional information: for the 50 ml syringes moving. There isn't a specific date that this happens. We are finding that it moves on different dates. We didn't note any specific lots or expires either. We just got used to it and adjusted. I can start recording the lots, dates when this happens. There was no impact on the patients due to us fixing the volume in syringe.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported when drawing up the medication, the barrel moves, and the volume is different. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was tested for volumetric accuracy and passed. A device history record review was completed for provided material number 309653, lot 4306647. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.